Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One 3/8 thd mod insert was returned and evaluated. Upon visual inspection the device fractured at the insert above the spring. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery that the cup inserter fractured into pieces upon impacting the cup. It was noted that no pieces fell into the patient. No adverse events have been reported as a result of the malfunction.